Event description:
It was reported that during preparation for the procedure, the farawave pulsed field ablation catheter was selected for use, however, the device was impossible to deploy. Subsequently, the catheter was replaced, and the issue was resolved. The procedure was completed and there were no patient complications. The device is expected to return for analysis. It was further reported that the catheter was able to reach flower configuration but would immediately undeploy. During deployment testing outside of the body, the catheter was straight, and there were no issues when flushing the catheter. A boston starter guidewire was used with this catheter, and the catheter was not deployed without the guidewire. During preparation, there were no abnormalities observed, and there were no deviations from the preparation instructions. The catheter was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was observed that the guidewire lumen was no longer attached to the tip of the spline array. Due to the guidewire lumen detachment the catheter could not be deployed for functional testing.